Manufacturer narrative:
The insulin pump had button error alarm and no button response due to moisture damage keypad trace. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error when pressing the act button to prime. The customer did not recall any significant events leading to the alarm. Blood glucose value was around 90 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.